Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report false negative results for patient antibody screen testing on ortho vision analyzer using 0.8% surgiscreen cells lot# vss118 exp 9/10/19. Customer reports that patient with historical anti-kell is not reacting with screening cells, customer getting false negative result for kell antigen positive cell, cell# 3. Issue started on: (B)(6) 2019 test date. Microtubes/wells or cell (donor #) affected: kell antigen pos cells, cell#3. Reaction grade obtained: neg. Customer was expecting: pos. Incubation time (for manual test only): as per IFU. Test repeated: yes, all negative. Method/result obtained by repeating: neg with same lot. Sample ID: patient sample. Number of samples affected? One sample. Was qc affected? No, qc is deemed acceptable. Customer uses albaq qc. Transfusion history: no transfusion history provided. Customer tested with 0.8% resolve panel b lot# vrb261 exp 9/10/19, panel cells that have kell antigen present are reacting, heterozygous cells at 1+, homozygous cells at 2+ reaction grade. Positive antibody identification for anti-kell was made. Customer reported out correct results to clinician as a result, did not report out negative screen. Tsc verified that issue is isolated to one patient. Tsc having customer do antigen typing on screening cells for kell antigen. Customer called back to state that they got a question mark for the kell positive cell and they could visually see a little reactivity above the negative red cells button.